Event description:
A malfunction alarm using code malf 12 was reported. There was no reported impact to the customer's blood glucose level. Technical support assisted the customer by providing pump reset information, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump and to call back if any issues arise again.